Event description:
During a premature ventricular contraction procedure (pvc), an effusion was noted requiring a pericardiocentesis. While ablating in the left atrium for an afib ablation, the physician was ablating around the left sided veins. The left superior pulmonary vein was isolated and the physician began working around the left lower pulmonary vein (pv) with the patient under general anesthesia. The patient started breathing on her own and started to wake up. At that time, the geometry and catheters moved erratically on the ensite system. The hd grid was in the right superior pv when this happened. The physician moved the ablation catheter to the septal side of the left atrium (la), near the right sided veins to a high output pace to see if there was phrenic nerve capture; no phrenic nerve capture was observed and the case continued. The anesthesiologist was readministering a paralytic to regain control of the breathing. After the left inferior pulmonary vein (lipv) was isolated, they physician moved to the right sided veins, moving the hd grid over to the left superior pulmonary vein (lspv). After all 4 veins were isolated, rechecked the 4 vein isolations by moving the hd grid into each vein; all were isolated. Four mcg of isuprel was then started to check for any other inducible arrhythmias. During this time, ice revealed an effusion. Isuprel was stopped and a pericardiocentesis was performed to stabilize the patient. The access sheath was sutured in place and the patient left the lab in stable condition. A transthoracic echo showed the perforation was from the left side of the left atrium. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Review of the device history record was not possible as the lot number is unknown. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.